Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged the radio-opaque tip of the workstation sheath separated from the main shaft of the sheath when it was inserted into the patient while still on the wire. The device detached in the svc and was resolved with contralateral access for a snare/retrieval basket. No reported injury.